Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) device exhibited undersensing on the right atrial channel. Technical services (ts) reviewed the presenting and discussed programming options. The atrial sensitivity was increased due to patient being in slow atrial tachycardia and had atrial undersensing. Additional information received indicated that there was gradual increase in pacing impedance measurements, measuring from 900 to 2457 ohms in past year on this right atrial (ra) lead. There was noise observed along with underlying flutter, undersensing and intermittent pacing. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5175820.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.